Manufacturer narrative:
No sample or photograph was received for analysis; therefore, the failure mode could not be confirmed, nor the root cause be determined no non-conformance was noted during the manufacturing of this lot. Follow up emdr (B)(4).

Event description:
Material no.: 930815. Batch no.: 1079456. It was reported by the facility representative that the applicator caused skin tears on the patient's abdomen. Per email: on (B)(6) 2021 during prep for a planned procedure, a 26 ml chloraprep applicator, lot#1079456 exp 03/2024 was used on the patients abdomen and resulted in skin tears from the applicator. This is not part of the recent recall but as the manufacturer we felt you needed to be made aware of this incident as it was similar to the previous recall. Please advise on next steps to ensure our patients safety.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 930815; batch no.: 1079456. It was reported by the facility representative that the applicator caused skin tears on the patient's abdomen.